Event description:
New information received indicated that the transvenous pacemaker eroded from the pocket and the physician did not allege that the infection was related to abbott devices or implant procedure.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented with an unspecified infection. As a result, its left sided transvenous pacemaker system was extracted and an aveir device was implanted. After recovering, the patient received another transvenous pacemaker system on its right side and its aveir device was de-activated and left implanted. A month later the patient developed another unspecified infection. The right sided pacemaker system was explanted and its aveir device was re-activated once more. The patient was stable.